Event description:
A caller stated they have had bladder cancer patients over the last year and half who had anaphylactic reactions. Cidex opa was used on the instruments used on the patients. She reported that they discovered only about a month ago that cidex opa was contraindicated for use with balder cancer patients. She reported that they rinse the instruments 5-6 times with sterile water, however, they do not change the rinse water between each rinse. The customer care center (ccc) associate reviewed the appropriate rinse instructions. The ccc associate also faxed the customer letter for cidex rinsing to the customer. Subsequent received during a telephone follow-up with a nurse (rn) at the facility stated that their review showed only two patients were involved and not four as originally reported. The initial reporter is their medical assistant, not a rn. Additional information received via fax from the rn stated another patient had an anaphylactic reaction for about 20-30 minutes. The emergency medical team (emt) was called but the patient was just stabilized at the facility and did not go to the hospital. The patient is doing well and has recovered. She also stated that prior to the cytoscopy procedure, the scope was soaked in the product for 20 minutes and then rinsed twice in separate water basins.